Event description:
It was reported that when using the single use preloaded sphincterotome during an endoscopic retrograde cholangiopancreatography, the physician noticed a mark or dot on the x-ray image. The device was taken out to be inspected, no damage was seen, and the device was inserted back into the scope. When the wire was inserted back into the biliary duct under x-ray, the mark or dot was gone. A small piece of metal was observed next to the duct. The physician noted that the piece of metal came from the wire, and that there was a piece missing at the junction of the soft part of the wire and wire core itself, which could be this piece of metal. The physician determined to leave the metal piece in place since it will be voided naturally. There were no reports of further patient harm.